Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer's pump intermittently unclipped and fell off. Subsequently, the customer experienced migraines and vomiting due to "waking up all throughout the night "freaking out" that the pump may have come unclipped." Additionally, it was reported that out of range issues occurred between the transmitter and pump. There was no impact to customer¿s blood glucose. Reportedly, the customer reverted to alternate method of insulin therapy.